Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated that there were high impedances, 40,000 ohms throughout the 0-8 lead. A loss of stimulation and return of pain was noted. Patient fell off of a ladder onto the ins. The ins and leads were replaced. Connections out along 0-7 lead and high impedances on both leads led patient to seek revision due to lack of coverage. These issues started when she fell off of a ladder and struck herself right along the pocket where the ins is placed. They attempted to just replace the ins, but the connection and impedance issues did not resolve by replacing only the ins. They elected to replace the leads as well. Connections and impedance issues were wnl after replacement was complete. The issues were resolved with revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they fell in (B)(6) 2025 off of a ladder and landed on the implantable neurostimulator (ins) and lost stimulation and pain relief following this. A return of pain was noted. Determined high impedances of 40,000 along all contacts for the 8-15 lead, connections also out. Reprogramming was unable to provide adequate coverage of pain complaints. The current ins and percutaneous leads will be removed and replaced on (B)(6) 2026. The cause is believed to be due to the fall. The issue is not yet resolved as the surgery has not yet occurred, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.